Event description:
This bilateral, simultaneously implanted child can no longer hear with the device implanted on the left side. The user's parents did not report any specific trauma, and there was no swelling or redness above the implant housing. The user was re-implanted on (B)(6), 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
This bilateral, simultaneously implanted child can no longer hear with the device implanted on the left side. The user's parents did not report any specific trauma, and there was no swelling or redness above the implant housing. There have been no recent changes in health or medication. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This bilateral, simultaneously implanted child can hear well with the right device but no longer on the concerned left side.